Event description:
A report was received by edwards implant patient registry approximately 11 months and 13 days post implant of a 29 mm sapien 3 valve in the aortic position, the valve was explanted and a surgical valve was implanted. The reason for the explant is unknown at this time.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 conclusions and added new information to h.6 type of investigation and investigation findings. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 ultra valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The complaint for was unable to be confirmed; therefore, a lot history review is not required. The complaint for was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis and a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "a report was received by edwards implant patient registry approximately 11 months and 13 days post implant of a 29mm sapien 3 valve in the aortic position, the valve was explanted and a surgical valve was implanted. The reason for the explant is unknown at this time". Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, the valve is not available for evaluation. The reason for explanting the valve approximately 2 months post-implant is not available at this time. Due to limited information, a definitive root cause was unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.